Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the coating on the insertion section of the flexible tube is peeling off (1 mm² or more) resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the tracheal intubation fiberscope to the service center for evaluation related to a separate issue. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the coating on the insertion section of the flexible tube was peeling off (1 mm² or more). There was no patient involvement.